Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023, and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The pharmacy intern reported that the patient's pumps and batteries were not working, so she was being admitted to continue receiving remodulin therapy. No side effects were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.